Event description:
The initial reporter received questionable results from coaguchek xs pro meter serial number (B)(4) compared to a laboratory using dade innovin reagent. Patient a: at 9:30 am, the meter result was 3.8 inr and at 11:42 am the laboratory result was 8.2 inr. On (B)(6) 2019 at 8:40 am, the meter result was 4.1 inr and at 8:45 am the lab result was >10 inr. Based on meter result, coumadin was withheld. Patient b (female): at 10:01 am, the meter result was 4.8 inr and at 10:11 am the lab result was 6.7 inr. There was no allegation of an adverse event. The patients did not have antiphospholipid antibodies, bleeding, or bruising. The suspect product was requested to be returned for investigation. Replacement product was sent. The customer's meter and two vials of test strips were received and were tested with quality control materials. Testing results: vial# 00331312: qc 1: 3.3 inr, qc 2: 3.3 inr, qc 3: 3.3 inr. Vial# 00331511: qc 1: 3.3 inr, qc 2: 3.3 inr, qc 3: 3.5 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. (2.8 - 4.2 inr). All measurements were without error messages. The results alleged by the customer were not observed on the dates alleged in the meter¿s result memory. The result of 3.8 inr was observed on a date of 27-feb-2020 and the results of 4.1 inr and 4.8 inr were observed on a date of (B)(6) 2019. Relevant retention test strips (lot 334499) were tested in comparison with the master lot coaguchek xs pt. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred.